Event description:
Customer described an afb reboot which only happened once. (The collimator closed down and the system needed to be rebooted.) No pt was reported injured and the system functioned properly.